Event description:
On (B)(6) 2009 the patient reported that the up and down buttons of his infusion device began working intermittently 4-5 months ago. He discovered the issue while attempting to silence the beep alarm. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.